Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead was explanted 2 days post implant due to high threshold measurements, low r-wave measurements and loss of capture. It was determined that due to siginficant tricuspid regurgitation, the lead kept dislodging out of the ventricle.